Manufacturer narrative:
Concomitant medical products: product ID: 309328, lot# 0210505942, implanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a healthcare provider for a clinical study, via a manufacturing representative, reported an inflammatory scar since (B)(6) 2016 and discharge at the stimulator level. Antibiotics and antalgic treatment was given and dressing. The event resolved on (B)(6) 2016. The event was assessed as not serious, related to the procedure, and related to the stimulator.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.